Event description:
It was reported that cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.